Manufacturer narrative:
The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "slight case of lymphedema." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "my entire arm went numb on the side of my affected implant. I was diagnosed with "a slight case of lymphedema.¿ this record is for the right side. Device remains implanted.